Manufacturer narrative:
This incident is recorded under (B)(4). Once investigation is complete a final report will be submitted. G2: foreign: australia: e1: telephone: (B)(6)

Event description:
It was reported that during surgery the device took a full thickness graft. It was unknown if there was patient harm or surgical delay. No additional information was noted as a result diligence is complete.

Manufacturer narrative:
This follow-up/final report is being submitted to relay additional information related to final investigation of device. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. The reported event could not be confirmed. Review of the most recent repair record identified no repairs related to the reported event. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.